Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's spinal cord stimulator (scs) was removed due to an infection. The rep did not know of any symptoms leading up to the explanations. The rep saw the patient last week and she seemed fine. The rep called to follow up with the patient on 2019-may-03 to see how she was going since her reprogramming last week and the patient's friend answered the phone and said the patient has been put int a nursing home yesterday due to an infection from what they thought had to do with the ins. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.